Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the defibrillation functional test failed when the charge button was pressed. The device was evaluated onsite by the fse. It was determined that the equipment was unable to perform discharges and failed the defibrillation test due to a defective therapy board and capacitor. The fse replaced the therapy board (dfm100 assy therapy, 453564489061) and capacitor (dfm100 assy capacitance 453564489001) to resolve the issue. The device was returned to full functionality. Based on the information available, the reported problem was determined to be caused by a malfunction of the therapy board and condenser. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse replaced the therapy board and capacitor to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that when performing the operation test, and pressing the "load" button, it does not execute the defibrillator function. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by a philips field service engineer (fse), a philips emergency care (ec) product support engineer (pse), and has been investigated by the philips complaint handling team. Philips received a complaint regarding the efficia dfm100 defibrillator, indicating that the defibrillator's functional test failed when the charge button was pressed. The device was evaluated onsite by the fse, and it was determined that the device was unable to discharge and failed the defibrillation test due to a defective therapy board and capacitor. The fse replaced the therapy board (dfm100 assy therapy, pn: 453564489061) and capacitor (dfm100 assy capacitance, pn: 453564489001) to resolve the issue. The device was returned to full functionality and remains at the customer site. The dfm100 assy therapy, part number: 453564489061 and serial number: ss1648zne2, was returned to philips for failure analysis, and the complaint was escalated for a technical investigation. The defective capacitor was scrapped and not returned. Based on the results of the failure analysis of the returned therapy pca, the allegation was verified upon visual inspection and in lab testing. The therapy pca failed testing during the operational check and general testing, concluding that c123 was defective and found to have a leak to ground. No further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be caused by a malfunction of the therapy board. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The therapy pca and capacitor were replaced to resolve the issue, and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint regarding the efficia dfm100 defibrillator, indicating that the defibrillator's functional test failed when the charge button was pressed. There was no patient involvement reported.